Event description:
It was reported that during in clinic follow-up, patient presented with high pacing thresholds on their right ventricular (rv) lead. The lead was explanted and replaced on (B)(6) 2021. There were no patient consequences.